Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation finding of stent damaged. Block h11: an advanix pancreatic stent was received for analysis. Visual inspection found the push catheter was buckled near the handle, the guide catheter was bent, and the stent was damaged. No other issues were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that the observed problems were likely due to excessive force applied. It is possible that the tortuosity of the procedure made the device to be in a position in which it was hard to pull the guide catheter, making it difficult to deploy the stent and damaging it. Therefore, the most probable cause of the events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct during a stent placement procedure performed on (B)(6) 2025. During the procedure, the advanix pancreatic stent could not be deployed. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent was damaged. Please see block h11 for the full investigation details.